Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown baxter secondary set would not flow. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.